Event description:
It was reported that a patient experienced low glucose while performing a factory reset to address maladaptive meal announcements and was transferred from a trainer to customer care for assistance. Symptoms included hypoglycemia with a measured glucose of 69 mg/dl and lightheadedness. Outcomes included self-treatment with oral glucose tablets and resolution without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia remained unclear and no device malfunction was confirmed during the reset procedure. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.